Event description:
Complete info received 6/22/1999. Pt having total body scan in nuclear medicine on 4/27/1999 for hip and knee pain. During procedure camera unexpectedly lowered onto abdominal/chest area of pt. Emergency button did not raise camera as it should have. Pt had subsequent rib fracture.